Event description:
A customer technical advocate (cta) was contacted with regard to questionable hematology results. The account states that the results for a pt were questioned by the operator because the hemoglobin and hematocrit did not match when using a cell-dyn 1700 analyzer. An initial result of hgb=6.9 g/dl and hct=25.9% was obtained. The sample was repeated on the cd1700 and the results duplicated. The account states that countrols were in range in the am. Account ran a low control after running the pt sample with results out of range for multiple parameters. The account then ran low, normal and high controls with results our of range (low) for all levels for the hgb and rbc parameters. No suspect pt results were reported. The sample was then sent to a reference lab that reported hgb=14.0 g/dl and hct=42.0% which correlate to the pt's clinical condition. The account states that the physician will not allow any pt data to be faxed to csc. No impact to pt management was reported.